Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4).

Event description:
The initial reporter complained of discrepant results for "some" patient samples tested for creatinine plus ver.2 (crep2) on a cobas 6000 c (501) module. The customer provided the following examples for 2 patient samples. Patient (B)(6) initial result was 12.6 mg/l. The repeat results were 9.8 mg/l and 9.3 mg/l. Patient (B)(6) initial result was 12.5 mg/l. The repeat results were 9.9 mg/l and 10.1 mg/l. No questionable results were reported outside of the laboratory. The crep2 reagent lot number and expiration date were not provided.

Manufacturer narrative:
The field service engineer (fse) found an issue with the reagent probe and replaced it and decontaminated the module. Afterwards, the system was operating within specification. The customer had no further issues. The investigation determined the issue found by the fse was the root cause of the event.